Event description:
It was rported that the ventialtor failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, the nozzle units on air and o2 gas modules were identified as defective. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The device's logs and defective part were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to nozzle units on air and o2 gas modules.